Event description:
It was reported that a user who had just started using the ilet experienced a sensor glucose of 62 mg/dl and treated the low with apple pie, multiple glucose tablets, and candy, after which a fingerstick measured 292 mg/dl. Subsequent follow-up showed glucose at 122 mg/dl. The user received education on low-glucose treatment protocol and was advised to monitor for rebound hypoglycemia. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included minor injury with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to overtreating hypoglycemia; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.